Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Note, no information for the architect serial number, reagent lot number, and lab were provided. Results for this patient were provided to abbott by the test center that reported the (B)(6) prism and ortho methods and had referred the patient to their physician, who used the architect method.

Event description:
The customer observed (B)(6) results while using architect anti-hcv reagents. The patient was tested using the architect method after notification from a blood donation center that they had (B)(6) results during blood donor screening. The following results were provided. Architect method testing was (B)(6) (no specific values provided). Donor screening prism hcv method (B)(6). Ortho hcv elisa method (B)(6). (B)(6). The pediatric patient was being tested as an autologous donor preparing for scoliosis surgery. The patient had no symptoms and liver enzymes were normal. No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.